Event description:
On (B)(6) 2015, a reporter (a pharmacist) for the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch verio2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation as the reporter was unable to answer follow-up questions raised by the medical surveillance specialist or to supply contact information for the patient. The reporter was unable to say when the meter began to read inaccurately high. The reporter alleged, on march 3, 2015, after her meal, the elderly patient tested her blood glucose levels and obtained a result of ¿250 mg/dl¿ with the subject meter and ¿160 mg/dl¿ on another meter (accu-chek). The time difference between the results was not provided. The patient manages her diabetes with insulin. The reporter was unable to say what action, if any, the patient took as a result of obtaining the alleged inaccurate result. The reporter indicated that the patient normally experiences high glucose results after a meal and at the time she ¿wasn¿t feeling well¿ so injected herself with insulin (humalog). No medical intervention was specified. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site (her finger). The reporter was unable to say whether the patient had used the correct testing steps, whether her test strips had been stored correctly or whether the test strip vial was cracked or broken. The reporter did not have control solution available to test the meter and test strips. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved after troubleshooting.